Event description:
The customer reported that they received an erroneous testosterone result for one patient sample. It was asked, but it is not known when the date of the event occurred. It was also asked, but not known what instrument model and serial number was used to initially run the sample. The sample was initially tested on an elecsys instrument and resulted as 156.1 ng/dl. The initial result was sent to another hospital with a comment of "wrong method". The same sample was repeated the next day using lc-ms methodology and resulted as 5.2 ng/dl. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged.

Manufacturer narrative:
A new sample was collected from the patient and tested using both the elecsys testosterone method and lc/ms. This time, the measurements for lc/ms and the elecsys were in the same range and the results confirmed the initial results on the elecsys analyzer. No specific results were provided. From this information, it appears the discrepancy in the initial sample measurements were likely due to pre-analytic sample handling of the tube used for lc/ms testing. The customer has concluded the initial testosterone results on the elecsys system were correct and the results from the initial lc/ms measurements were false. A general reagent issue was not found to be present.

Manufacturer narrative:
The sample was initially tested on an e602 analyzer. A specific root cause could not be determined. Additional information required for investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).